Event description:
Reporter alleged obtaining a discrepant blood glucose result of 42 mg/dl on a pt using inform system 1 compared back to back with a result of 148 mg/dl on inform system 2 when testing was performed within 10 minutes, and there were possible dosing concerns on the second test. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that no strips were left and so, no product will be returned for eval.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550813, expiration date 01/31/2010).